Event description:
While undergoing a laparoscopic supra cervical hysterectomy using a harmonic scalpel, the plastic tip dislodged from the scalpel in the abdominal cavity. This was immediately recognized and retrieved. A second harmonic scalpel from a different lot was opened and again the same piece broke off and was retrieved. A third harmonic scalpel was used to complete the procedure without incident.